Manufacturer narrative:
No blank display noted. However, device received with missing segment/partial display, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to missing segment/partial display. Mo tor passed motor test. Device had broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and motor error. The customer's blood glucose value was unknown. Customer stated that the crack on the battery compartment. Customer also stated that they were able to rewind the insulin pump. Customer stated they does not have anymore batteries to try get it back on. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.